Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that a blank display occurred on the insulin pump. Customer stated the blank display occurred after a battery change. Customer's blood glucose was 152 mg/dl. The customer also reported cracks around the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to verify low battery alarm due to blank display. The insulin pump had cracked display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.